Event description:
Report from anesthesiologist: "I am writing to describe a recent problem I encountered during the placement of a pa (pulmonary artery) catheter for cardiac bypass surgery. Before inserting the pa catheter, I routinely occlude the tip of the catheter with my finger to confirm that the catheter is able to detect the change in pressure. This is reflected on the monitor by a sustained increase in the slope of the pressure waveform. Unfortunately the first pa catheter I tested did not respond to the pressure occlusion test. The catheter was re-zeroed multiple times, all the ports were flushed and the entire setup, from the pressure bag, transducers to the monitor and cables were checked several times for leaks and disconnections. When the problem did not resolve after these measures, a new pa catheter was tested with the same result. Again, the entire setup was checked and furthermore, an entirely new transducer set was created along with new monitor cables and monitor box. Despite this, the pa catheter did not register an increase in pressure with occlusion of the tip. However, it was inserted in the hope that it would detect pressures once inside the patient's vasculature. Surprisingly it did detect right ventricular and pulmonary artery pressures briefly but once the catheter was secured, the pressure waveform became flat and did not detect any reliable pressures throughout the remainder of the case. At the completion of the surgery, a third pa catheter was tested, but this time it successfully passed the occlusion test and once it was inserted easily detected the pa pressures. The same setup (transducers, cables, etc.) Used for the second pa catheter was used without changing anything. Since the new catheter worked with the existing setup, it was concluded that the two earlier pa catheters were somehow defective for unknown reasons." All 3 catheters come from boxes that have the exact same numbers and markings.